Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery was not charging and the pump was in good physical condition. A review of the event history log identified auxiliary control unit (acu) watchdog error in history. During functional was unable to duplicate the acu watchdog error at power up, the pump was operated as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board for preventive. Performed power up process which passed.

Event description:
It was reported that the pump was shutting off saying system failure. No patient injury was reported.